Event description:
While using a trephine drill a piece broke off during use in a surgical procedure. A small fragment of mental from the synthes trephine drill was left in the patient. The piece of trephine drill which was embedded within the medullary canal could be seen lying to the femoral stem. There was disclosed to the patient after surgery.